Event description:
It was reported that the patient complained that their heart rate was irregular and was skipping beats. This occurred every day at the same time. Follow up with the physician's office was conducted and it was disclosed the patient had been seen and the capture management feature was programmed off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 x2, implantable pacing leads, (B)(6) 2006. (B)(4).